Event description:
It was reported to philips that the system's power supply circuit board was not working, which can impact booting. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's power supply circuit board was not working. Upon troubleshooting, fse found that one of the circuit boards in the power supply unit at the bottom of the main control cabinet (m-cabinet) was not working properly. To resolve the issue, fse replaced the pdu penta switch module and returned it to philips for further analysis. The analysis confirmed the failure of pdu penta switch module functions. However, after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.